Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was broken. The following was translated from (B)(6) to english: catheter broken.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The complaint closed to aa code needle premature retraction which is not MDR reportable. Investigation findings: the complaint of a broken catheter was not confimed; however, the photograph and returned 24g insyte autoguard unit from lot #2003277 showed the catheter positioned within the needle cover and separate from the needle, which indicates the catheter was likely separated from the needle when the needle cover was removed. The needle was fully retracted within the shield (grip/barrel). The reported issue can happen during manufacturing or handling after the product is opened. Misorientation or manipulation of the needle cover can activate the safety mechanism and cause the catheter to become wedged within the needle cover. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. As this type of damage can occur either during use or during manufacturing, complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.